Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation the device failed a test step during testing. The device's three-way solenoid valve was found to be faulty. The component was replaced to address the issue.